Event description:
It was reported that pump showed black spot on display, there was no reported impact to the customer¿s blood glucose level. Customer declined further follow up at that time and no additional information was received regarding the outcome of the event.